Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms, explantation date, and replacement devices. The patient underwent bilateral removal and replacement with two 590cc mentor memorygel breast implant prostheses (catalog #: 3505590bc, left serial #: (B)(6), right serial #: (B)(6), on (B)(6) 2021. Upon explantation, the right-sided device was found to be ruptured. Updated reason for device explant and/or reoperation: capsular contracture . The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant was found to be ruptured and received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: 425cc mentor memorygel breast implant (catalog #: 3504254bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.